Event description:
861290 - (B)(4)- internal paddles not functioning - xeval.

Manufacturer narrative:
Correct reporter phone # (B)(6). Correct reporting institution phone # (B)(6). Reporting address line 1 check spelling survey 52 / 3, (B)(6).

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the internal paddles were not functioning. The device needs internal paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles, the replacement for which was ordered to customer. The customer to install paddles. The device remains at the customer site and no further evaluation is warranted at this time.